Manufacturer narrative:
Concomitant medical product: evproplus-26us valve, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant the patient presented with chest pain. High thresholds and a dislodgement were noted on the right ventricular (rv) lead. The patient experienced a micro perforation and small effusion. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.